Event description:
It was reported that the bd maxzero needleless connector was damaged. The following information was provided by the initial reporter, translated from chinese to english: the hospital reported that the needleless connector was broken, the quantity was 1.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No (B)(4) china sample was available for investigation. The customer reported that the affected sample was from lot 24125165 and that "the needleless connector was broken". As part of the investigation, the customer provided photographs of the affected sample; analysis of the photograph confirmed the customer's experience where the male luer of the maxzero has fractured, with part of the thread broken away, as well as the male luer tip missing. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined during the investigation; no damage of a similar nature has been observed during the manufacturing process. However, similar damage has been seen to occur by a lateral force being applied to the component when it is connected to a female luer. A review of the production records for lot 24125165 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the (B)(4) china product over the past 12 months.

Event description:
No additional information.